Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 306 mg/dl. The customer's daughter stated that the blank display prevented the customer from giving herself a bolus. The caller stated that the device screen was very faint and some of the dots were missing from the letters, indicating pixilation. After this, the screen went blank and attempts to replace the battery did not resolve the issue. The issue was resolved upon troubleshoot, and the display did return. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.